Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. While isolating the left inferior pulmonary vein the patient became hypotensive. The pulmonary vein isolation was completed and then a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.